Event description:
It was reported that the patient had the pump repositioned because the pump had ¿gotten in the wrong, uncomfortable spot¿ for the patient. The pump was being used to deliver prialt. Patient outcome was not provided.

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).